Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 16 december 2016. The fse found the alignment for cup pick up to incubator off about half a cup. The enginner also found the belt loose on the sensor for the rotor. The fse aligned the incubator in and out position to cup pick up assembly and tightened the belt for rotor sensor. The engineer ran cup transfer 10 times twice with no issues and performed t104 upgrade the aia-900 was working as intended. No further action required by fse. The probable cause of the event was the alignment for cup pick up to incubator

Event description:
On (B)(6) 2016 a customer reported error 4153 c tans z home, error 2161 c trans cup pickup failure with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting hemoglobin a1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.